Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.

Event description:
It was reported by the customer on (B)(6) 2021, that the tape was not sticking and getting a change sensor alert on day of call. Customer said she had a low blood glucose of 26 mg/dl on the morning of the call and passed out 3 times. Customer had been experiencing low blood glucose values since the morning of the call. Customer said her kids helped her. She took glucose tablets, food, and juices to treat the low. Customer mentioned hospitalization for a low on (B)(6) 2021 per (B)(4), svn (B)(6). The insulin pump was used at the time of the incident. Customer had sensor issues. So, it is likely that auto mode was not used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and passed out three times. Blood glucose reading was 26 mg/dl. Customer had symptoms such as passed out and eye rolling. Customer was treated with food, juice and glucose tablet for their low. Customer declined to troubleshoot for low blood glucose event. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.